Manufacturer narrative:
Device not accessible for testing: (4117/213) at this time, the customer has not requested getinge to evaluate the iabp. Attempts are being made to obtain additional information with regard to the repair and status of the iabp unit. A supplemental report will be submitted if this information is provided to us. Device not returned to manufacturer.

Event description:
It was reported that during use on a patient the cardiosave intra-aortic balloon pump (iabp) was running in battery even though they plugged the unit in 4 different outlets. No patient harm, serious injury or adverse event was reported.

Event description:
N/a.